Event description:
According to the reporter, during a laparoscopic lobectomy procedure, at the time of stapling, the device displayed an excessive load image. The device was still able to fire. However, the staples were poorly formed and the staple line was incomplete. It was noted that when the piece driched, it was possible to check the calcified lymph node, thus the error message appeared. A new reload and shell were opened to resolve the issue.

Manufacturer narrative:
Concomitant product: sigpshell - sig power sigpshell control shell, lot# n3g1613y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted formed staples were protruding from the tissue. A partially formed staple was protruding in the tissue. It was reported that the staples were poorly formed and the staple line was incomplete. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the device displayed an excessive load image. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, at the time of stapling, the device displayed an excessive load image. The device was still able to fire. However, the staples were poorly formed and the staple line was incomplete. It was noted that it was possible to check the calcified lymph node, thus the error message appeared. A new reload and shell were opened to resolve the issue.